Event description:
Customer called to report a centrifuge bowl leak that occurred during a treatment procedure. Nae and function of complainant: same as reporter. Customer called to report a blood leak. Blood was found in the bag on the left side of the instrument. Treatment was aborted. Patient is fine. Blood loss for the patient was around 100ml. No transfusion needed and no medication given due to the event. Patient released to go home. Service order (B)(4) was dispatched to service serial number (B)(4). Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot b712 was conducted. There were no non-conformances associated with this lot. Lot met release requirements. Complaint lot review conducted and no additional complaints for centrifuge bowl leak were reported to date for this lot. No trends detected. Service order (B)(4): service engineer performed system check out procedure; checked out ok. System runs within specifications. Instrument is operating as expected. All paperwork was left with the customer. The assessment is based on information available at the time of the investigation. No product return was received from the customer for investigation. The root cause for this complaint cannot be determine based solely on the information provided by the customer. (B)(4).